Manufacturer narrative:
A beckman coulter field service engineer was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and found that there was play int the mixer wash head nozzles. Upon further inspection the fse found that the top and lower securing nuts on mixer motor assembly were getting loose during operation. The fse replaced the mixer motor to resolve the issue. No further issue noted after part replacement. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case-(B)(4).

Event description:
He customer reported the au5800 generated erroneous low ise (ion selective electrode) patient results with negative anion gap for sodium (na), potassium (k) and chloride (cl). The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics.